Manufacturer narrative:
Product analysis: analysis could not confirm the reason for return; the stylus was working correctly and the screen was responding normally. It was found that there were errors in the software history, and the hinge door on the cord bay was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was intermittently not responding to the pen. The pen was replaced, but the issue persisted. The programmer has been returned for service. There was no patient involvement.